Event description:
In this case, it was reported that the patient had transapical mitral valve replacement (valve-in-valve) after an implant duration of 8 years and 4 months due to stenosis. According to the op report, this patient was deemed to be a nonoperative cardiac surgery for redo valve replacement. This would have been his third operative surgery. He had a stenotic prosthetic mitral valve which was previously placed in 2004. He had increasing symptoms and consequently was in class 4 heart failure. Therefore, he agreed to proceed with this procedure.

Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not explanted from the patient; therefore, the root cause of this event could not be conclusively determined. No further actions are possible with the available information.